Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a failed infusion set, as the quick release did not latch to the part where it should be connected to the body. The site location was on the left side of the patient's abdomen and the pump was located on the left side of the belt. The infusion had been used for the first day. Further, the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.